Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized (B)(6) 2026, due to elevated blood glucose levels after an unspecified duration of pod wear. Blood glucose values were reported to have reached approximately 530 mg/dl. No symptoms reported. The patient stated that healthcare professionals (hcp) diagnosed with diabetic ketoacidosis and high blood pressure. The patient did not provide any treatment provided by hcp or length of hospitalization. The patient¿s statement that the pod was working correctly and hospitalization was unrelated to the pod, therefore this case is being reported out an abundance of caution as the pod was in use at the time of the event.